Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. The catalog number, product long description, serial number, 510k, and gtin are listed as unknown. Should the information become available, it will be provided in future reports.

Event description:
It was reported that the rubber pieces entered the rinsing bag.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. Since the catalog is unknown for this device, a manufacture date and gtin is not known.

Event description:
It was reported that the rubber pieces entered the rinsing bag.